Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 500 mg/dl. The customer treated their blood glucose with a syringe. The customer also requested assistance with programming their insulin pump. No additional information provided.